Event description:
It was reported that the patient was experiencing intermittent pain in the neck and was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well post-operatively. Explanted ipg will not be returned.